Event description:
It was reported that during a stent graft placement procedure in the primary iliac axis via femoral artery, the stent graft allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system without the stent was returned for evaluation. A force transmitting sheath of the delivery system was found broken, which is considered to have led to the reported impossibility to deploy the stent. No difficult patient anatomy was reported and device compatible accessories were used. Based on evaluation of the sample breakage of a force transmitting component of the delivery system is confirmed, which is considered to have led to the reported problems during deployment. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Regarding correct deployment the instructions for use states maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension." Regarding preparation and accessories, the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And states that a 0.035-inch (0.89 mm) guidewire of appropriate length and an introducer sheath with appropriate inner diameter is required.